Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. Pacing impedance measurements were unable to be obtained with the lead connected to a pacing system analyzer (psa) and visual inspection noted that the lead was broken. The device and lead were explanted and replaced. No additional adverse patient effects were reported.